Event description:
The customer received a blood glucose reading of 235mg/dl on his contour meter and administered insulin accordingly. He then experience hypoglycemic symptoms and had to eat something. The customer had taken another blood test on the contour sometime after the insulin injection and the reading was in the 70's mg/dl. He did not require medical attention. Customer is to return the test strips for evaluation. New meter and strips were sent to him.